Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The reload was received clamped shut without the device. The sled was partially advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
During dr.(B)(6) performed lap nephrectomy case; nurse prepared egia universal handle assembly with tri-staple (egia60avm; she did cycling it; when doctor inserted them in to patient body;he tried to open instrument but it couldnt open. Then they changed both egia universal handle and tri-staple. Note : UDI of egia60avm is (B)(4). Patient involved w.o injury (B)(6). No medical intervention; stable; surgery time not more than 30mins. Additional information requested via email. Was any reinforcement material used in conjunction with the stapling device? A. If yes, what was the brand of the material used? B. If yes, what was the item code and lot/serial number of the reinforcement material? 4. When will the subject device be returned for investigation? 5. What is the product ID and lot number for the handle used with this sulu?